Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient presented to the emergency room with swelling around both her lead and ipg site and had postural headaches. Blood patch was performed for suspected dural tear. Reportedly, the issue has resolved.